Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) and exhibited gradually increasing shock impedance measurements, eventually resulting in high out of range shock impedance measurements greater than 125 ohms. The patient's ejection fraction was noted have improved and device replacement will not be undertaken when end of life (eol) is reached. The physician programmed tachycardia therapy off. This device remains in service. No adverse patient effects were reported.